Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure, the clinical staff noted that the pressure monitoring set was leaking fluid from the placenta. The device was replaced for the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to surface contamination on the tubing luer lock of the tubing adaptor, resulting in a poor adhesion of the two parts.a review of the device history and complaint database could not be performed since the lot number was not provided.